Manufacturer narrative:
It was reported a kink in the tubing and meds were not infusing. Received from the customer is one used primary set model 2426-0007 lot unknown. The set was received with traces of fluid throughout the tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No kinks or other anomalies were observed with the received set during visual inspection. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set via gravity. Fluid flowed freely and showed no signs of occluding. The set was loaded into a lab pump module for an infusion test. The primary infusion was programmed at a rate of 125ml/h and 125 ml vtbi. The infusion completed successfully with no occlusions or occlusion alarms throughout the set. Equipment used for testing performed on 21sep2020: 8015 alaris pcu 1.5 #1, eq08330, 4-aug-21 8100 alaris system lvp, #3 eq08470, 5-jun-21 device history record for model 2426-0007 could not be performed due to no lot number being provided by customer. The customer¿s report of a kink in the tubing and meds were not infusing was not confirmed. The root cause of the customer¿s report could not be identified because no kinks were observed throughout the set and the set functioned properly with no occlusions occurring.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced kinked tubing. The following information was provided by the initial reporter: kinked tubing. Connected to IV pump; meds were not infusing. Tubing was removed/replaced and issue was resolved with no harm to the patient. Packaging was discarded and could not be recovered, but tubing was saved.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced kinked tubing. The following information was provided by the initial reporter: kinked tubing. Connected to IV pump; meds were not infusing. Tubing was removed/replaced and issue was resolved with no harm to the patient. Packaging was discarded and could not be recovered, but tubing was saved.